Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of a downstream occlusion alarm. Functional testing involved three separate delivery accuracy tests and at least one test was outside the pump's manufacturing specification. The problem source could not be identified. The expulsor was trimmed. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that smiths medical cadd solis vip pump did not deliver medication. It was stated that after 36 hours of use the patient became symptomatic. The customer checked the bag and found no medication had been delivered. The patient switched back to the back up pump. No adverse effects reported.